Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged and as a result caused oversensing on the atrial channel followed by pacing inhibition. It was reported that the patient experienced greater than two seconds of asystole during which the patient felt lightheadedness and passed out. The patient was brought to the emergency room (ER) via ambulance for further evaluation. The device was interrogated and reprogrammed until a lead revision procedure could be performed. Subsequently a lead revision procedure was successfully performed. No additional adverse patient effects were reported.